Event description:
Pt presents with history of swelling and redness over their drug adminstration pump site over about the last week. Seen and evaluated and showing gross evidence of pus in the pump pocket. Intraoperative finding-gross pus affecting the pump pocket. More than 500cc of pus were removed. There was debris in the pump pocket which was removed and the catheter system was completely removed as well as the intrathecal catheter. Pt placed on antibiotics.